Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that the patient was hospitalized for a high blood glucose in the 390 mg/dl range. The patient had false sensor glucose readings below 40 mg/dl when her blood glucose was actually high; her threshold suspend feature activated and the insulin pump stopped delivering. The patient's blood glucose was 245 mg/dl at the time of hospital admission. The patient experienced abdominal pain and vomiting. Troubleshooting did not occur for the insulin pump. The patient was using a new sensor; this sensor was working properly. The insulin pump was not returned for analysis.